Manufacturer narrative:
Device received with the reservoir tube lip completely broken off. The reservoir does not stay locked in place due to broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that the insulin pump had cosmetic damage. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. Customer stated he woke up with the reservoir out of the pump, reservoir doesn't lock into place. Customer didn't troubleshoot, the insulin pump will not be returned for analysis. Frn- reservoir.